Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the back of the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring - black. Pump was returned for alleged crack on the back of pump from the battery compartment down to the bottom of the pump on jul 26, 2021. Pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, minor scratches on lcd window, scratched case, cracked battery tube threads, serial number label damage and cracked retainer. Crack on battery compartment down to the bottom of the pump confirmed. Tested ok.